Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to tube damage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and tube damage was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were 2 occurrences of tubes breaking with a bd vacutainer® fh 20mg .143 i.u. Blood collection tubes. The following information was provided by the initial reporter: they use a robotic system to put the stopper back on the tubes. When using this machine (to put the stopper back on) tubes breaks.